Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) was in backup mode with no high voltage therapies active. No changes or interventions were reported. The patient condition was not known.